Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative. Hfid # (B)(4): the investigation identified a potential missed occlusion in the lcx region; after the initial analysis was delivered, a second analysis completed as part of ongoing quality review identified an occlusion on the lcx. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient.

Event description:
Heartflow identified a potential false negative result.

Manufacturer narrative:
Heartflow was able to confirm with the ordering physician that the reanalysis of case (B)(4) did not affect the patient's care or clinical course resulting in any potential adverse event. No report of consequences or impact to the patient.